Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8295900. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our engineers subjected the returned device to leakage testing; our results were unable to replicate the reported non-conformance, and indicated that the device was operating according to product specifications. Unfortunately without the ability to replicate the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the closure on the three-way valves is loose with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from dutch to english: locking screw on a number of three-way valves is stuck. During the anaesthesia, they slowly loosened. The same happened with three-way valves where the locking screw (side cap) was not tightened. Additional information received 04/19/2019: which medicines were used with the product? Propofol, remifentanil, s-ketamine, norardrenaline. Serious injury? No. Course of treatment changed? No. Did leakage occur? If so, was anybody exposed to the leaking medicine? Yes (in needs to be clarified with the customer). Medical intervention? No. Other actions? All concerned employees were informed and the product was replaced with the new one.

Manufacturer narrative:
Date of event: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the closure on the three-way valves is loose with a bd connecta¿ stopcock. The following information was provided by the initial reporter, translated from (B)(6) to english: locking screw on a number of three-way valves is stuck. During the anaesthesia, they slowly loosened. The same happened with three-way valves where the locking screw (side cap) was not tightened. Additional information received 04/19/2019: which medicines were used with the product? Propofol, remifentanil, s-ketamine, noradrenaline. Serious injury? No. Course of treatment changed? No. Did leakage occur? If so, was anybody exposed to the leaking medicine? Yes (in needs to be clarified with the customer). Medical intervention? No. Other actions? All concerned employees were informed and the product was replaced with the new one.